Event description:
It was reported that a patient underwent a graft for an acl reconstruction on an unknown date and umbilical tape was used during the procedure. The tape was left in the patient. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.